Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band had a leak that was noted after the patient mobilized to the restroom while in the recovery unit. The tr band initially held air when placed however the issue was noted in recovery. Ultimately this patient was safely discharged home with no hematoma. The procedure performed prior to the use of the tr band was left heart catheterization (lhc). The estimated blood loss was less than 250cc. According to staff, multiple factors may have influenced tr band performance or site leaking and cannot be ruled out as being potentially causative including complicated procedural access, anticoagulation, patient movement/motion/non-compliance with recovery protocol.